Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device - additional information. G3: date received by manufacturer- additional information h2: additional. Information/device evaluation h3: device evaluated by manufacturer - additional. Information availability. H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection: was performed and passed. Voltage measurement was performed and failed. Device log downloaded: na. A review of the share logs was performed and transmitter failed error was found. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.